Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, while firing across the stomach, the reload stopped firing half way, the staple line was incomplete at the distal part. There was evidence of the staples sticking out of the reload. The surgeon was able to place the buttress material that was on the reload in place and staples over it with a different reload. There was no patient injury.